Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a male patient in bi-level mode (age unknown), the device displayed "compressor fault -3001" and "compressor failure -1001" error messages. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including stress testing without duplicating the report. An internal inspection found no issues with tubing or electrical connections. Device logs confirmed the ventilator experienced unreliable or insufficient external oxygen. Additional self test faults sugggest the device was experiencing difficulty verifying a functional gas source both externally and internally. The oxygen flow screen was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.